Manufacturer narrative:
Continuation of d10: product ID nv unk pipeline (unknown); implant date n/a; explant date n/a; product ID: nv unk pipeline (unknown); implant date n/a; explant date n/a; g2: citation: authors: johnson, r. M., young, m., guglielmi, g. N., & farhat, h.. Proximal basilar artery hemorrhage after submaximal angioplasty for intracranial atherosclerotic disease presenting as a large vessel occlusion treated with pipeline embolization device. Journal of cerebrovascular & endovascular neurosurgery 2 2021. Doi:10.7461/jcen.2021.e2020.11.005 date of acceptance used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Johnson rm, young m, guglielmi gn, farhat h. Proximal basilar artery hemorrhage after submaximal angioplasty for intracranial atherosclerotic disease presenting as a large vessel occlusion treated with pipeline embolization device. Journal of cerebrovascular & endovascular neurosurgery. 2021;23(2):145-151. Doi:10.7461/jcen.2021.e2020.11.005. Medtronic literature review found a report of hemorrhage and death in association with phenom27 microcatheter and pipeline stents. The purpose of this article was to present a unique case of an iatrogenic proximal basilar artery perforation after submaximal angioplasty in a 67-year-old male presenting with an acute basilar artery occlusion with underlying intracranial atherosclerotic disease. Telescoping flow-diverting stents were then deployed to reconstruct the vessel wall with resulting active hemorrhage resolution. The article does not state any technical issues during use of the pipelines or phenom. The following intra- or post-procedural outcomes were noted: -post-procedure head CT confirmed diffuse subarachnoid hemorrhage with intraventricular hemorrhage. The patient¿s neurologic examination continued to deteriorate with gradual loss of brainstem reflexes. The patient died on post-procedure day two after family decision to transition to comfort care measures.